Event description:
On (B) (6) 2008, the pt underwent surgery. On (B) (6) 2009, the plate removal took place. The surgeon confirmed that the bone had healed. On that day, the surgeon found that one screw and the plate were broken. The broken piece was removed from the pt.

Manufacturer narrative:
Na